Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 02/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that upon removal from the patient, the outer layer of the pta balloon was allegedly found peeled. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. It was further reported that upon removal from the patient, the outer layer of the pta balloon was allegedly found peeled. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the pebax to be peeled throughout the length of the balloon. Therefore, the investigation is confirmed for peeled pebax. However, the device was inflated and deflated with no leaks or ruptures noted. Therefore, the investigation is unconfirmed for the reported balloon rupture. The definitive root cause for the identified peeling pebax or reported balloon rupture could not be determined based upon the available information. An investigation is currently open to address the peeling pebax issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified in d2 and g5. H10: d4: expiry date 02/2021. H11: h3, h6 removed 1546: material rupture device code.